Event description:
The customer contacted spacelabs healthcare technical support to report that a qube bedside monitor had a faulty speaker. The biomed reported that they had replaced the speaker assembly, however, they were unsure if the speaker assembly was functional as it was not a new part. Spacelabs technical support provided the speaker part assembly to the customer and advised to replace the speaker assembly with a new part. The customer stated that they would order the part and declined further assistance. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.